Event description:
Reported as explant to be returned. Follow up findings, device explanted due to slipped lap band with gerd.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date and provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not recevied the product at this time. Therefore no analysis or testing has been done. Band slippage and reflux are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and reflux as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal".